Manufacturer narrative:
Investigation summary: bd received two customer photos from the customer for review and analysis. The photos were evaluated and show an unopened bd push button blood collection system device in it's original blister packaging appearing to have no defects and the customer's indicated failure mode for difficult to operate (retraction lock out) was not observed. Additionally, 30 retention samples were subjected to functional testing and customer's indicated failure mode for difficult to operate (retraction lock out) was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the customer photos received as well as retention sample testing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set it was difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: "the spot mark to retract the needle is hard to locate to activate the retraction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set it was difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: "the spot mark to retract the needle is hard to locate to activate the retraction.